Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the surgeon had partially inserted the nail (attached to jig). He then decided to remove the nail - strike plate attached to jig and universal rod attached to strike plate, using slotted hammer to backslap. The strike plate and universal rod construct became detached, with the threads of the strike plate remaining in the jig. Outcome: the surgeon removed the strike plate threads from the jig, I believe using a generic 3mm wire. He then inserted the universal rod directly into the jig to act as a strike plate to reinsert the nail. Estimated delay: less than 1 minute."

Manufacturer narrative:
Correction: please refer to section d9, the device was not returned. The device was not returned for inspection. Nonetheless, the photo received clearly shows that the device's tip is broken and that a fragment has been detached, confirming the reported event. It must the noted that the lot number is not visible on the photo. Despite the confirmation of the event, it was not possible to determine its root cause. The return of the instrument for a complete inspection or at least clear pictures of the breakage area would have been necessary. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon had partially inserted the nail (attached to jig). He then decided to remove the nail - strike plate attached to jig and universal rod attached to strike plate, using slotted hammer to backslap. The strike plate and universal rod construct became detached, with the threads of the strike plate remaining in the jig. Outcome: the surgeon removed the strike plate threads from the jig, I believe using a generic 3mm wire. He then inserted the universal rod directly into the jig to act as a strike plate to reinsert the nail. Estimated delay: less than 1 minute."